Event description:
It was reported that during the procedure in the distal right coronary artery, the 2.5x15 xience v stent delivery system was advanced but could not cross the lesion. The lesion was successfully treated using a new 2.5x15 xience v stent. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed that the stent implant was on the balloon but not between the markers. The soft tip was separated and not returned. Additional reported information indicates that during the procedure the xience v stent delivery system was advanced to the target lesion. Several attempts were made to inflate the balloon to deploy the stent; however, the balloon did not inflate. The physician was concerned that the stent might dislodge; therefore, an attempt was made to remove the stent delivery system from the anatomy. During removal, the stent delivery system became caught in the guide catheter and the soft tip of the stent delivery system separated inside the guide catheter. The stent delivery system and the guide catheter were removed from the anatomy as a single unit. There was no adverse patient and no clinically significant delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: merit. Guide cath: 6f jr4. Sheath: 6f. Evaluation summary: analysis noted blood in the guide wire lumen, on the balloon, and on the stent implant, which is consistent with guide wire advancement and insertion into the body. There was thick dried contrast in the inflation lumen. Contrast in the inflation lumen is consistent with preparation for use. Thick and/or dried contrast may occur as a result of incorrect contrast dilution; however, this could not be confirmed. The stent implant was stationary on the tightly folded balloon, but was located 5 mm distal to the proximal balloon marker. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The proximal end of the stent implant was mangled. The lesion was described as heavily calcified, heavily tortuous, and 90% stenosed, which could have contributed to the damaged stent and ultimately resistance and stent movement as the damaged struts interacted with the guiding catheter. The tip was found to be separated at the distal seal, and was not returned with the device. The account was contacted to determine how/when the soft tip separated, and the location of the missing soft tip. The response revealed that during removal, the stent delivery system (sds) became caught in the guide catheter and the soft tip of the sds separated inside the guide catheter as a result of the resistance. The tip length was not measured due to the damage noted. There was a bend in the hypotube 21.5 cm distal to the strain relief tubing. These damages were not noted during the inspection prior to use or reported in the incident information and therefore, may have occurred during the procedure or as a result of handling, packaging, and shipment back to abbott vascular for analysis. The sds was not advanced through a new guiding catheter due to the stent damage noted. A new indeflator filled with water was used in an attempt to pressurize the sds but the balloon could not be pressurized due to the thick dried contrast in the inflation lumen, thus confirming the incident. In an attempt to dissolve the contrast, the sds was left attached to the pressurized in-deflator for several days. The contrast dissolved, and the sds was able to be pressurized to the nominal pressure of 8 atmospheres. Difficulty to inflate can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, and inflation technique, contrast dilution, and accessory device support. To ensure this type of event is not the result of a product deficiency, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure prior to release. It is possible that the thick dried contrast found in the inflation lumen may have contributed to the reported difficulty. Additionally, factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It is likely that the observed damaged stent struts interacted with the guiding catheter thus leading to the reported difficulty. A review of the lot history record for the reported lot did not reveal any non-conforming material records that could have contributed to the incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for inflation issues, guiding catheter resistance, tip detachment or stent retention issues for this lot. There is no indication of a product quality deficiency.